Manufacturer narrative:
Reviewed device history records and sterilization records. A review of the device history records revealed no assignable cause for the reported infection. The sterilization cycle was within established parameters. The organism, staphyloccocus aureus, is a relatively common skin flora that would not survive the sterilization cycle employed. There have been no other reports of infection involving this sterile lot of 612 products.

Event description:
The physician reported that pt developed a possible infection within 8 days of implantation. Initial symptoms included edema, ecchymosis, and necrosis under the chin. Subsequently, a culture identified staphylococcus aureus described as apparently resistant to penicillin. Patient was treated with keflex prophylactically. Since onset, the physician has treated the pt with oral augmentin and three courses of oral bactrim ds. As the infection did not resolve, the device was explanted approximately 5 weeks after implantation.